Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age at time of event, ethnicity and race were not provided for reporting. UDI #: (B)(4). Upc = (B)(4). Expiration date= na. Lot number = 1048b. Device is not expected to be returned for manufacturer review/investigation. Concomitant medical products and therapy dates: drug: simvastatin; 10mg 1x daily; high cholesterol; consumer still on drug. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 8041154-2018-00024. The same consumer is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer of unknown age reported that she used 2 band aid clear strips on her face, one on the bridge of her nose and one on her lip. The consumer applied the product on (B)(6) 2018 for the first time and within 2 hours her face was itching, red and warm not only where she applied the band-aids but all over her face. The consumer stated she removed the band aids on (B)(6) 2018 and did not reuse them. The consumer stated that she did have to go to her doctor. The doctor prescribed hydrocortisone cream as a treatment. The consumer since applying the cream her face is getting better but is still red. This is one of two medwatches being submitted as two devices were involved in this event. The same consumer is represented in each medwatch.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Patient code (B)(4). This is two of two medwatches being submitted as two devices were involved in this event. See medwatch 8041154-2018-00024. The same consumer is represented in each medwatch. If information is obtained that was not available for the follow-up 02 bab 2 medwatch, an additional follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on (B)(6)2018 where consumer was reported that her face turned red. Consumer had bumps and spots on her face for two to three weeks and has been dealing with this for six weeks. Additionally, the band-aid was not itchy, but it was uncomfortable with little blisters spread across her face.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on april 14, 2018. If information is obtained that was not available for the follow-up #1 for bab 2 medwatch, an additional follow-up medwatch will be filed as appropriate.